Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the left ventricular (lv) lead implant attempt a helix abnormality was suspected. It was noted the helix became deformed as a result of helix fixation and un-fixation technique after lead insertion into the vessel. The lead insertion port was blocked therefore, lead insertion was not possible and the delivery catheter was not used. The lv lead was not implanted and a new lead was placed. No patient complications have been reported as a result of this event.